Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#: 1627487-2014-04219, 04221. It was reported the pt had turned the scs system on and felt overstimulation sensations all over the body. The pt reported he turned the system off, and was not sure if he wanted to receive reprogramming of the system. The pt had scheduled an appointment with a physician, and it was reported the plan was to have the scs system explanted.